Event description:
It was reported that when a patient presented in clinic for routine follow up, episodes of inappropriate auto mode switch due to competitive atrial pacing were noted. The physician elected not to reprogram the device due to retrograde conduction in the patient. The patient was stable and asymptomatic. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.